Event description:
It was reported that during the patient's lead replacement procedure (manufacturer report number: 1627487-2023-02991). It was noted that the patient's s1 lead was unable to be fully retrieved and part of it remains in the patient. No further intervention is planned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.